Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had several unexplained motor errors alarms. The customer¿s blood glucose level was unknown. The customer also stated that the screen was damaged by a drop and had a black gash, scratches on the screen and the casing, and a diminished battery life. The insulin pump also rejected brand new battery and had unexplained insulin delivery alarms. The device will not be returned for analysis.